Manufacturer narrative:
The pump error 63 alarm was confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with hardware low level failures. The patient's blood glucose at the time of incident was 83 mg/dl. Troubleshooting was initiated for the alarm. A bolus was programmed into the air but it did not record in the daily history. The customer rewound the device and programmed another bolus, and this time the bolus recorded properly. A self test was performed and the device failed. The insulin pump will be returned for analysis.